Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. The reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that the customer experienced elevated blood glucose levels due to issues with the infusion site. Reportedly, blood glucose levels were stabilized. No further information was provided on the reported issue, and contact was unable to provide infusion set manufacturer.